Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.  The device model rosa one is not FDA cleared but is similar to the device rosa brain 3.0, classified haw and cleared under k151359/k172444.

Event description:
During the preventive maintenance the distributor was not able to pass the offset calibration through kineverif. It could be an inaccuracy from the laser or the laser offset plate has been bended. The laser and the offset plate are stored in their original packaging.

Manufacturer narrative:
It was reported that the kineverif test failed. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A request for product return has been performed for investigation of these instruments however they were lost during shipment to medtech / zimmer biomet therefore investigation was impossible. The root cause of the event cannot be determined. The device model rosa one is not FDA cleared but is similar to the device rosa brain 3.0, classified haw and cleared under k172444. UDI# (B)(4).

Event description:
During the preventive maintenance the distributor was not able to pass the offset calibration through kineverif. It could be an inaccuracy from the laser or the laser offset plate has been bended. The laser and the offset plate are stored in their original packaging.